Event description:
It was reported that the 4-40 stud was broken off the handpiece. The customer did not have further information on any case involvement, but stated that there was no patient consequence.